Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit only restarted when it was connected to a patient. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report they were experiencing error code 1101, which caused the unit to restart when it was connected to a patient. A field service engineer (fse) then went onsite and updated the unit to the latest software version to resolve the restart issue. The fse upgraded the unit to the latest software version to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.